Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an open unknown procedure, the blade tip was broken off outside the patient when the device was tightened with the torque wrench. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient..